Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021 the user fell off a bed and immediately reported that he lost all sound perception with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2021 the user fell off a bed and immediately reported that he lost all sound perception with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. In situ measurements point to a damage prior to the reported trauma. Finally the trauma led to complete malfunction of the device and is therefore the root cause of explantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2021 the user fell off a bed and immediately reported that he lost all sound perception with the device. The user has been re-implanted.